Event description:
Unit failed on patient by shutting itself off. Patient was already unstable but dropped his bp more. IV drips were immediately transferred to another pump. Drugs infusing were dopamine and versed. Defective pumps were removed from service.what was the original intended procedure?drugs infusing were dopamine and versed.